Event description:
The surgeon was inserting the gw with the tip straightener and the tip straightener migrated into the vessel, puncturing a vessel wall and the lung. They were unable to remove the component from the lung.